Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed driveline fault and low flow alarms; however, a specific cause, as well as a direct correlation to heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient had driveline fault alarms. The submitted log file contained data from (B)(6) 2020 at 12:12:26 to (B)(6) 2020 at 12:37:11. There were numerous captured events were the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 12 low flow hazards. On (B)(6) 2020 at 4:20:14, there was a driveline fault alarm captured. The pump operated above the low speed limit of 8800 rpm for the duration of the log file. The pump appeared to operate as expected. Multiple attempts to gather additional information were attempted; however, none was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16mar2015. Heartmate ii lvas IFU rev. C and heartmate ii lvas patient handbook rev. C are currently available. The hmii IFU patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including driveline fault and low flow alarms, and the actions associated to resolve the alarms. This document explains that these low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. A section on handling emergencies is also provided. Section 4 of this patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline the heartmate ii lvas IFU explains that pump flow is estimated based on pump power. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 17.1 "unique treatment issues" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 13.4, "alarms screen," outlines system's advisory and hazard alarms, including driveline fault and low flow alarms, and how to respond to them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's (B)(6) 2019 driveline repair was previously reported under MFR # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline fault alarm on (B)(6) 2020 at 4 am. Log file analysis captured intermittent low flow events on (B)(6) 2020 and (B)(6) 2020 with periods of pulsatility index events. A lone driveline fault event was noted on (B)(6) 2020 at 0420 which resolved on its own and no further driveline fault events were noted in the remainder of the log. Patient had a full length driveline repair (B)(6) 2019 and uses a no ground cable for support at night.